Event description:
The customer noticed that the anti-b microtube, which had been interpreted by the provue as positive (1+) was negative. The analyzer misinterpreted the result in the anti-b microtube as positive and did not flag the microtube. No erroneous results were reported. A false positive result may lead to the misclassification of a patient's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
A possible root cause we determined. An ocd field engineer arrived at the site and found that the camera reader image had an artifact from a malformed light deflector and the camera had position error. The fe performed adjustments to the light baffle and the camera was positioned to its specifications. The gel cards images appeared correct. A new reference image was created. Qc passed. Additional services were performed to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B)(4).